Event description:
It was reported that the patient underwent a replacement procedure due to unspecified issues with his previous penile prosthesis. The previous device was replaced with an inflatable penile prosthesis (ipp). No information about the patient's outcome was provided. No more information is available at the moment.